Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.

Event description:
It was reported in 2005, the patient had a plate & screw implanted for a intertrochanter fracture. Two years later, when went back to the hospital, it was found that the plate and screw broke. The following month, the patient was revised.